Event description:
Lead management case necessitating lead removal due to cied system infection. The rv lead (implanted 2008) was prepped for extraction with an lld #2. The same was done for the ra lead (24 years old) and the other rv lead (24 years old). After prepping the 3 leads with an lld #2, a 14fr glidelight was introduced over the newest rv lead, and it was dissected all the way to the tip but it was difficult to obtain a complete separation between the rv lead and the rv. At that point it was decided to dissect the other bindings of the old leads to give better manipulation to all of the leads. The ra lead was dissected all the way to the tip and then the old rv lead was dissected halfway to the rv. At that point, the patient¿s bp dropped. A 2-d echo showed some pericardial effusion. The patient was monitored and the bp continued to go down. CT surgeon was called, a pericardial window was attempted but was unsuccessful so a sternotomy was performed revealing an svc tear. The svc tear was repaired however the patient did not recover.